Manufacturer narrative:
Patient code 3191: "secondary surgical intervention- exchange" should be corrected to "secondary surgical intervention- explant" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue/debris on the lens. Visual inspection found no visible damage and foreign residue/debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.50/1.5/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed. On (B)(6) 2019 the lens was removed and a new lens implanted on (B)(6) 2019, this resolved the problem. Cause of the event is reported as unknown. Reporter noted "after the patient implanted icl, the lens rotated in the eye. After 3 days, the lens rotated 30°. The lens rotated into a vertical position one week after surgery. Surgeon decided to implant lens to assist the lisak surgery, patient astigmatism."